Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. Visual inspection found a lifted downstream occlusion seal and a worn upstream occlusion seal. There was no evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that the downstream occlusion seal was the root cause and was replaced.

Event description:
It was reported that the device had a degraded downstream occlusion seal. The product fault occurred before infusion, there was no patient involvement.